Event description:
In 2009 - top right side lip & right leg numb for less than 1 min. The next day - bottom right side lip and right arm numb for less than 1 min. Upper and lower right lip and right leg and right arm numb for less than 1 mn. The following day, same as above. One day later, upper and lower right lip numb for less than 1 min. The next day, no problem. One day later, upper right lip and right leg numb less than 1 min. Upper right lip numb less than 1 min. The next day. Upper right lip numb for less than 1 min. Used fixodent as shown on tube diagram (dot in ctr + gum line). Stopped using fixodent on ctr of top denture there after no recurrences. Dose: regular as directed. Frequency: 1 x daily. Dates of use: 2009, diagnosis or reason for use: to secure upper denture. I have used this product for several yrs, but only in the gum line. Diagnosis: event abated after use stopped: yes.